Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted that the center bar had retracted in the retainer. The loading unit was fully applied with the interlock engaged and no damage to the knife blade. Cracks were noted on the surface of the loading unit. Functional testing was precluded due to the observed condition of the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The instructions for use (IFU) includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. Replication of the cracks on the surface of the loading unit condition may be due to use in tissue thicker than indicated. The IFU states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during functional end to end anastomosis reconstruction on a laparoscopic colectomy, after the third firing on side to side anastomosis, the black return knob was pulled down but the knife did not return. The jaws were opened and was released from the tissue by force but no tissue damage was caused. Another device was used to complete the case. There was no patient injury.